Event description:
The intralase fs laser was used to create bilateral corneal flap for lasik surgery. One day postoperatively the pt presented with trace diffuse lamellar keratitis (dlk) on both eyes (ou). Doctor prescribed topical steroids and performed a flap lift and rinse and a second flap lift and rinse three days later. The pt's preoperative bcva was 20/30 ou and post-operative bcva is 20/25+2 ou. The association between the event and the device is unknown.

Manufacturer narrative:
On 11/07/06, an intralase field service engineer (fse) evaluated the device and found it to be within specification upon departure. In addition, an intralase clinical application specialist (cas) has been closely monitoring this site and found the laser system to meet specifications and perform as intended. The doctor is currently inquiring into environmental testing of air quality and surfaces at his clinical suite.